Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to the cable connecting ECG "c" and ECG "d" being pulled from strain relief, causing the cables to break off of the connector and not recognize a falloff test. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.